Manufacturer narrative:
Reliability analysis evaluated 1 opened and used reservoir. Analysis performed visual inspection and found second o-ring out of groove. The reservoir was returned opened and used.

Event description:
The customer reported via phone call that they were having issues with the reservoir. The customer's blood glucose was unknown at the time of incident. The customer stated that the o-ring was out of arrangement. The customer stated that the insulin came out after they unscrewed the reservoir due to o-ring sliding up into the reservoir. The reservoir will be returned for analysis.